Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed no video image. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder (tube) has foreign objects (white foreign material), air water tube has foreign objects (white foreign material), jet tube has foreign objects (white foreign material) and clogged jet tube in control unit a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. In addition, the cause of the foreign objects (white foreign material) found in the air water cylinder (tube), the air water tube, and the jet tube as well as the clogging of the jet tube in the control unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.